Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00067 on (B)(6) 2016 for a false positive non reproduced advia centaur xp hbsagii patient result. On (B)(6) 2016 additional information: the cause for the initial false positive advia centaur xp hbsagii patient result is unknown, and the positive result was not reproduced by the customer. The customer reported out the initial positive result without performing repeat hbsagii testing, and there were no other hepatitis markers tested. Siemens recommends that the customer follow the advia centaur xp hbsagii instruction for use for stand-alone testing. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the interpretation of results section states the following: "if the sample is greater than 50 or flagged as "> index range," the specimen is reactive (positive) for hbsag, and no further testing is required. Note when the advia centaur hbsagii assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), it is suggested that the advia centaur hbsag confirmatory assay be used to confirm the result." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the non reproduced (B)(6) advia centaur xp (B)(6) result compared to (B)(6) repeat results is unknown. Quality control results were acceptable at the time of the event, and the customer is not aware of other (B)(6) markers being ordered. The customer has declined a customer service visit. No conclusion can be drawn. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the interpretation of results section states the following: "if the sample is greater than 50 or flagged as "> index range," the specimen is (B)(6), and no further testing is required. Note when the advia centaur (B)(6) assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), it is suggested that the advia centaur (B)(6) confirmatory assay be used to confirm the result."

Event description:
A (B)(6) non reproduced advia centaur xp (B)(6) result was obtained by the customer on a patient sample and considered (B)(6) compared to (B)(6) repeat test results. The initially (B)(6) advia centaur xp (B)(6) result was reported and a corrected report was provided by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) assay result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00067 on (B)(6) 2016 for a (B)(6) advia centaur xp (B)(6) patient result, and MDR 1219913-2016-00067 supplemental report 1 on (B)(6) 2016 concluding the investigation. There was a advia centaur xp (B)(6) lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.